Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the door not fully latched alarm. Eval found a loose link screw to be causing this alarm. The screw was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had door not fully latched alarms. It was also reported that there was no pt injury.